Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds) and stent. There was blood in the shaft of the device. Microscopic inspection revealed that the inner shaft was kinked right before the tip. The stent was received partially deployed. The stent was deployed 9mm outside of the shaft. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified subclavian vein. A 7x60x75 epic¿ vascular stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed the stent was partially deployed.